Manufacturer narrative:
Correction information: g6: follow-up #: 2. Evaluation summary: event that occurred is dark image. Based on the investigation, a potential root cause of this failure is blood got on the cover glass of the fiber bundle at the tip, and the heat of the light caused the blood to clot. Residue (clotted blood) on the cover glass can cause the heat energy of the light to build up, resulting in a hot tip and possible irritation. Additionally, the switch lever on pentax medical's water bottle was improperly positioned, preventing the user from supplying water to clean the objective lens. A definitive root cause of the reported issue could not be identified. As a result of the trend analysis, the <impossible / difficult to operate> category exceeded the upper control limit. A corrective and preventive action (CAPA) is currently underway to address this issue. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. MFR # 9610877-2024-00164; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00165; model # eg29-i20c; serial # unknown; dark image during case; fu2. MFR # 9610877-2024-00166; model # eg29-i20c; serial # unknown; dark image during case; fu1. MFR # 9610877-2024-00167; model # eg29-i20c; serial # unknown; dark image during case; fu1.

Manufacturer narrative:
Correction information: b3: date of event, b4: date of this report, e1: name and address, e4: initial reporter also sent report to FDA?, g3: date received by manufacturer, g6: follow up #1, h2: if follow-up, what type?. Additional information a2: age at time of event, date of birth, a3a: sex, a4: weight, b7: other relevant history, including preexisting medical conditions, d4: serial #, d4: primary unique device identifier (UDI) #, d9: is this device available for evaluation?, h4: device manufacture date. It was october 31, 2024, not december 31, 2024, that pentax medical america made a good faith effort to gather additional information regarding this event. A device history record(DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured pentax medical penang on 17-jul-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 24-jul-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Per the initial report, [today] ((B)(6) 2024), I was doing a bedside bleeding case on a cardiac patient on 2 processors and the scope turned dark mid-case. There was a lot of clotted blood in the stomach, but flushing the scope using water or cleaning the lens did not help. We changed scopes and the same thing happened with the new scope as soon as I retroflexed into the stomach. Again, we took the scope out, this time manually cleaned the lens with the pentax rep present. It cleared the lens but happened again once I went back to treat the bleed. The case ended up being over an hour instead of 30-40 mins. The user told me that he had a similar issue. The fellows said they had been seeing this happen at (B)(6) while scoping bleeders. I'm trying to get a sense if it is the travel cart or does it have anything to do with the scopes in general. This event occurred at the time of during use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
D4: serial # is unknown. D4: primary unique device identifier (UDI) # is unknown. Pentax medical america performed a good faith effort to gather additional information regarding this event and responded an email on 31-dec-2024. Pentax sales representative reported that the switch lever on the water supply bottle of pentax medical was improperly positioned, which prevented water supply to clean the objective lens. All concerned personnel were re-educated, and no similar incidents have occurred since then. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed. _eg29-i20c_unknown_dark image during case, 9610877-2024-00165_eg29-i20c_unknown_dark image during case, 9610877-2024-00166_eg29-i20c_unknown_dark image during case, 9610877-2024-00167_eg29-i20c_unknown_dark image during case.